Event description:
It was reported to resmed that an astral device displayed an error message (sf189) related to a communication error. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 189. Performance testing could not reproduce the reported issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) related to a communication error. There was no patient harm or serious injury reported as a result of this incident.